Event description:
Patient's right hip was revised to address stem subsidence. The metal liners and heads in both hips were also changed, although there were no problems relating to them. (B)(4) 2013 - clinical report was received. The report states the patient was revised to address metallosis in both hips.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the right hip femoral head as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.